Event description:
On 08 april 2025, senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: (B)(6) 2025 - 2:00 pm est - sg: 45 mg/dl - bg: not recalled. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 2:10 pm est - sg: 45 mg/dl - bg: no bg available in dms. After dms review, we confirmed that the user received a low glucose alert at 2:10pm, when the sg was at 45 mg/dl. The user did not seek medical treatment. They resolved the event by eating a bag of m&ms; however, when the customer checked their blood glucose using a fingerstick meter, the reading was not low. The user does not recall the exact blood glucose value.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: apr-6-2025 2:00 pm where user's sg was 45 mg/dl and bg was not available. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 2:10 pm where user's sg was 45 mg/dl and no bg was entered. A review of the alert history revealed that the user received multiple low glucose alerts during the reported time. The user did not seek medical treatment and resolved the event by eating a bag of m&ms. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An case (B)(4) was created to address the sensor's inaccuracies. A sensor RMA was issued on (B)(6) 2025 under glucose suspend case (complaint (B)(4)) and the user eventually received a sensor replacement alert.the sensor was received with the hydrogel damaged, which was likely caused by excessive force during the removal process and deemed not related to the user's complaint. In-house testing of the returned sensor showed noisy sensor readings, most likely due to the damaged hydrogel. A review of the raw sensor data showed depressed signal levels. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which could not be reproduced during the returned product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.